Event description:
The customer reported to olympus, the colonovideoscope was insufflating too little, and the nozzle was clogged. No patient injury or procedure impact was reported.

Manufacturer narrative:
Event information: additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found the issues of too little insufflating and a clogged nozzle were confirmed. It was noted that the nozzle was clogged by foreign material, caused by insufficient or incorrect reprocessing. Due to clogging of the air/water tube, the amount of water contact did not meet the standard value. The adhesive on the distal sheath was cracked. The stopper was an old design. The angulation was out of standard due to stretched angle wires. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material clogged in the nozzle could not be identified further. It was not reported that nozzle was deformed or damaged. A further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) describes reprocessing of air/water (a/w) nozzle/channel as follows: "·reprocessing manual_precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. - take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. - flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope" olympus will continue to monitor field performance for this device.